Manufacturer narrative:
Device received with constant drive count or time values or changes incorrect for moving or coasting error during rewind. Problem isolated to motor. Unable to perform displacement test due to constant drive count or time values or changes incorrect for moving or coasting error during rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer was assisted with troubleshooting and was able to clear the alarm but the insulin pump has history anomaly. The insulin pump will be returned for analysis.